Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced. However, it was found that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was used, however; stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the lesion was 70 to 90% stenosed and had no significant bend. The target vessel was mildly tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 4.00x16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent was noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was used, however; stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the lesion was 70 to 90% stenosed and had no significant bend. The target vessel was mildly tortuous and severely calcified.